Manufacturer narrative:
(B)(6). The device and code name initially provided was reported in error; this medwatch reflects an unknown ¿ plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that a 2.5mm thick, 20 hole matrixmandible reconstruction plate (04.503.738s lot 8284108 mfg 21-feb-2013) broke postoperatively. The device was originally implanted for fixation of the segmental resection site following treatment of mandibular osteomyelitis approximately one year prior to the failure. A revision procedure was required to remove the broken implant and replace it with a thicker plate. The returned plate was examined and the complaint condition was able to be confirmed as it was found to be broken between fourth and fifth holes on the left side of the plate. Additional examination finds that the plate was cut down from 20 to 14 holes and contoured prior to implantation; the break did not occur in the contoured region. Additionally eight screws were returned (04.503.640.01 (x2), 04.503.642.01 (x2), 04.503.644.01 and 04.503.646.01 (x3)). The returned screws were examined and no defects or deficiencies which may have contributed to the plate failure were identified. As there is no allegation against the devices and no deficiencies were identified, no further investigation including drawing review, occurrence rate calculation and dcrm review will be completed. This investigation summary is approved. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided by reporter. Unknown when device broke. This report is for unknown matrixmand reco-pl t2.5 (part number 04.503.xxxs)unknown lot number. Explant date scheduled for (B)(6) 2016. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate in question was broken postoperatively. Surgery for osteomyelitis of mandibular (left side) was initially conducted about one year ago. The reported plate was used for the fixation of segmental resection site in the surgery. Reoperation using a thicker plate will be performed on (B)(6) 2016. The plate is still in patients body. Revision surgery is planned for (B)(6) 2016. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 21 february 2013, expiry date: 01 february 2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that: non-sterile 04.503.738 / 7155468 were manufactured in u.s., (B)(4), manufacturing location: (B)(4), manufacturing date: 01/02/2013, part #: 04.503.738, lot#: 7155468 (non-sterile) - ti matrix-mandible 20 hole recon plate 2.5mm thick. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. (B)(4). The device and code name initially provided was reported in error; this medwatch reflects an unknown ¿ plate. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 11th march 2016: new information received, complaint was reopened, e-mail received from affiliates from 11. Mar 16 states that the following products were used during the surgery and 1x plate and 8x unknown screws and sent to the us for investigation: 04.503.738s, 8284108, 1 (plate); 04.503.640.01s, 9026152 - 2. 04.503.642.01s, 9039798 - 1. 04.503.642.01s, 9039799 - 1. 04.503.644.01s, 9022986 - 1. 04.503.646.01s, 8798665 - 2. 04.503.646.01s, 8806982 - 1.